Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that under-sensing complexes resulting in false bradycardia episodes was noted on the implantable cardiac monitor. Programming changes were discussed.